Event description:
It was reported that when the patient programmer (pp) was connecting to the implantable neurostimulator (ins), the ins on/off and the ins battery lights did not appear. The patient noticed this the night before last. The pp was only showing the green light at 9v battery light on. The patient kept therapy off, but at times magnets have turned stimulation on and the patient needed a functioning pp to turn therapy back off. The patient tried turning stimulation on during the event date, but he was not able to. The pp appeared to be functioning as designed. There was a possible problem with the ins. A manufacturing representative came to the healthcare provider (hcp) office about a year ago. They did not mention the ins battery level, but they did talk about replacing the ins. The patient could not at that time because he had (B)(6), but now that had cleared up. The patient saw the hcp today but the ins was not checked. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy. The patient received assistance from their healthcare provider (hcp) or manufacturer representative and their concerns were resolved. The patient was still having concerns regarding their device or therapy but was working with the hcp or manufacturer representative with an unknown appointment date.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a, lot# j0120814v, implanted: (B)(6) 2001, product type: lead. (B)(4).